Manufacturer narrative:
G4:22apr2021; b4:26apr2021. Further review of the device event log suggests that the device auto cycling on and off was likely caused by a defective battery. The initial report confirms that this failure was observed when the unit was not connected to alternate current (ac) power. The field service engineer (fse) reported that the battery had passed testing during evaluation, however, the battery's manufacture year was 2012, indicating a battery that was 8 years old. The v60 service and user manuals specify that the battery needs to be replaced every 5 years as part of periodic maintenance. The fse replaced both the battery and the power management (pm) board. The pm board replacement was part of field change order (fco) service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
The customer reported the ventilator is turning on and off on its own while ac power, o2 hose and patient were not connected. Then they said they plugged the device into the electricity. There was no patient involvement. The field service engineer (fse) checked the logs and found multiple system startup and shutdowns in the logs. The fse advised to replace the power management board. The fse replaced the power management board and the issue was resolved.

Manufacturer narrative:
G4:08apr2021. B4:13apr2021. The power management board was returned for failure investigation. Through a series of tests, investigation was unable to replicate the failure. The customer complaint cannot be verified. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.